Event description:
Customer reported that erroneously electrolyte results were generated by the synchron lxi 725. The system was in calibration and quality controls were within specification prior to the event. The results were not reported out of the laboratory. The sample was retested on another analyzer and the results obtained were within specification. There was no change to the patients care or treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced the modular chemistry sample probe, cleaned the flow cell and replaced the sodium electrodes. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 and october 23, 2010 for additional reportable events.